Manufacturer narrative:
The calibration signals were lower than expected. The qc was acceptable. A general reagent issue was excluded. Due to the lack of information provided, a clear root cause could be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable results for one patient sample tested for elecsys hcg+beta (hcg + b) on a cobas e 411 analyzer. The initial result was 9.22 iu/l. The first repeat result was <0.1 iu/l. The second repeat result was <0.1 iu/l.